Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device will not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Event description:
The customer contacted heartsine to report that their device will not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt the device was found to be unable to switch on. No fault was identified with the AED that would have resulted in the depletion of a pad-pak. Further investigation revealed the pad-pak was depleted beyond any use. No root cause could be established. The device was scrapped by heartsine and the customer was provided with a replacement device.